Manufacturer narrative:
No obvious defect noticed to the returned unit. The device passes isolation of electrodes. The device did not pass the load test. The unit does not reveal any anomalies after dissection of the tip and body connector. The gold bands nor the copper wires show continuity when tested with a multimeter. The complaint was confirmed. The device does not have continuity. The cause of the failure is not determined at this time. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a hemostasis procedure. (Patient gender, age, and weight are unknown). According to the complainant, the probe would not cauterize. Another device was used to complete the procedure. The patient's condition at the conclusion of the procedure was "stable".